Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an "error" was confirmed by baxter service personnel as failure code f-38 found in the alarm log. The assignable cause was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that presented an "error". The facility representative did not indicate when this error occurred or in which care area this occurred. The facility representative stated that there was no patient injury or medical intervention. Patient involvement is unknown. No additional information is available.